Manufacturer narrative:
(B)(4).

Event description:
The lv pacing threshold is high but acceptable and working for bi-v pacing. Lead use was continued based on medical judgement. On (B)(6) 2016, lv pacing threshold is still high but acceptable for bi-v pacing. This lead still remains implanted at this time and no adverse patient side effects have been reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.